Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited indications of (B)(4) atrial tracking rate (atr) mode switches having occurred when the health care professional was reviewing the device using the latitude system. In investigation, it was determined that the latitude system was correctly summarizing 93 mode switch events in the logbook and this was determined to be device related. A memory dump was sent in for engineering analysis. No adverse patient effects have resulted from this event to date.

Manufacturer narrative:
In review of the memory dump, it was discovered that the device had encountered several memory faults. The device reset 11 times to correct the errors, all of which appeared to be single bit errors in randomly distributed areas of memory. The device has also recorded a history integrity fault, indicating that the non-protected areas of memory responsible for history data allocation were corrupted. Looking closer at these structures, the interval and egram data allocation was found to be corrupt. Device atr counters read 82 and not the displayed value of (B)(4) at the follow up. It was determined that it was reasonable to expect that some diagnostic data is corrupt due to the corruption found elsewhere in memory. Much of the diagnostic data in the device resides in non-protected regions of memory. It appears that the device has, to this point, internally worked around the corruption. It can be expected; however, that the electrogram and interval information will be lost some time in the future due to the corruption present. The pattern of memory corruption is suggestive of radiation exposure and was suggested that care should be taken to minimize exposure, as radiation exposure can interfere with device function. There has been no impact to the device's ability to appropriately deliver therapy and this issue is not likely to compromise therapy. At this time, the device remains in service. The device was later explanted and returned for analysis. A visual inspection of the device noted a small dent in the bottom of the case, tool marks, and electrocautery marks. Holes were noted in the ra-, rv-, and rv+ seal plugs. All other seal plugs were intact. The device was subjected to and passed testing which verified the defibrillation, pacing and sensing functions. Review of device memory confirmed the memory corruption that was previously reported.